Manufacturer narrative:
Continuation of d10; product ID: yrbrhxc2615135, serial/lot #: (B)(6), ubd: 07-mar-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An aneurx stent graft system ( yrecxc22375,yrbrhxc2615135,ilxc161685 and ilxc1616115) was implanted for the treatment of an abdominal aortic aneurysm. Approximately 1 year and 10 months later two additional aneurx limb stent grafts (ilxc161685 and iexc202055) were implanted. The reason for implantation of these two limbs is not known. Two endurant ii stent graft cuffs were implanted to treat migrated and an endoleak of the aneurx stent graft . It was said the bifurcate stent graft had fallen into the aneurysm sac. The date when the migration and endoleak were first identified is unknown but it was said the patient had presented to the hospital symptomatic with pain. The physician was able to stabilize the patient with the implant of the endurant cuffs. Per the physician the first cuff was implanted and it appeared the proximal fixation was inverted. It was assumed that's why the second cuff was added but this was not confirmed. It was reported during a follow-up the patient was found to have a type iiia endoleak where the two endurant cuffs have disconnected. Per the physician the cause of the type iiia endoleak was not determined. No additional clinical sequelae were reported, and the patient will be monitored.